Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with mild calcification. A 7x60 mm armada percutaneous transluminal angioplasty (pta) catheter balloon was soaked and air aspiration was performed outside the patient anatomy prior to use. No issues were noted during preparation. The armada was advanced without resistance toward the target lesion. The armada was inflated once to 8 atmospheres and the balloon ruptured. The armada could not be removed from the artery and the patient was sent to surgery for a cut-down where the balloon piece was successfully removed from the patient anatomy. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. The difficulty removing could not be confirmed as the device was already compromised and separated. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture and difficulty removing appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.